Event description:
It was reported that the patient found a white powder like substance on one intermittent catheter and did not want to try to use. The representative advised to replace that catheter and to hold on to it as the manufacturer may want to have it. Per customer via phone on (B)(6)2022, it was reported that there was white substance or powder on the catheter. Per sample evaluation on (B)(6)2023, it was noted that there were no eyelets on the intermittent catheter during evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient found a white powder like substance on one intermittent catheter and did not want to try to use. The representative advised to replace that catheter and to hold on to it as the manufacturer may want to have it. Per customer via phone on (B)(6) 2022, it was reported that there was white substance or powder on the catheter. Per sample evaluation on (B)(6) 2023, it was noted that there were no eyelets on the intermittent catheter during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.